Event description:
The customer contacted spacelabs healthcare technical support to report that while monitoring telemetry patients both displays of the xhibit central station went blank. There was no report of patient or user harm associated with the event. A spacelabs technical support representative walked the user through performing a hard reboot of the xcs. Following the reboot, the customer confirmed the issue was resolved. Cause of failure was not determined.